Event description:
Boston scientific crm received information that this product is involved with a patient infection. To date, the system remains implanted and medications are working to alleviate the infection. There are no plans for explantation at this time.

Manufacturer narrative:
At this time, the product remains in service. Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.